Manufacturer narrative:
The device was returned to olympus and is pending investigation. The device will be sent out to a third party laboratory for microbiological testing. The root cause of the reported event cannot be determined at this time; however, improper reprocessing cannot be ruled out. On (B)(6) 2017 an olympus endoscopy support specialist (ess) visited the site to observe the user facility¿s reprocessing practices and to provide reprocessing training if necessary. The ess noted several deviation: the enzymatic solution was added to the water prior to leak testing creating bubbles, the elevator was not moved three times during the leak test , the enzymatic solution exceeded the manufacturers recommendations as enzol (1 oz per 1 gallon of water), and ruhof sponge was combined together in the sink. The channel cleaning brush was used first instead of the open channels cleaning brush on the elevator as directed in the IFU. The ess also noted the elevator was not raised, and lowered during suctioning, with the suction cleaning adapter (mh-856). The same container used for flushing enzymatic solution and water through the working channels with the efp-500 and the suction cleaning adapter were placed into the oer-pro, the elevator was not placed at a 45degree angle prior to placement of the scope into the oer-pro. The ess observed scopes touching scope in an unventilated scope cabinet and noted that cleaning brushes, enzymatic sponges and accessories were placed in draws, and touched with dirty hands when retrieved. Based on the findings from the observation the ess recommended quarterly in-services or observations be performed at the facility and provided tjf-q180v reprocessing wall charts for staff to reference. The instruction warns user; ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
Olympus was informed that the scope cultured positive for acinetobacter after being manually cleaned and reprocessed in the oer-pro aer. There are no associated patient infections. The scope has been isolated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the laboratory results, physical evaluation of the returned device and observation summary report from the on-site visit. The laboratory testing indicated that the following microorganisms were recovered from the device: (B)(6) but did not recover acinetobacter. The device was eto sterilized and then returned to olympus for evaluation. A borescope was used to inspect the biopsy channel and noted dark stains, scratches and a collapse in the channel interior wall. The channel wall was noted to be lifting from the distal end. The suction channel was also inspected with a borescope and no stains were noted. The device failed both the air/water leak test. A visual inspection of the received condition of the device noted stains (brownish in color) on the electrical connector surface. Both the bending section cover and glue had scratches; however, no cracks were noted. The distal end was inspected and noted multiple dents and scratches on the c-cap exterior and interior surfaces. In addition, a microscopic inspection was performed and noted two punctures on the bending section cover. The glue at the edge of the c-cap connecting with the metal c-body was noted to be cracked with scratches. The interior glue on the metallic body is discolored, but no voids noted. As part of our investigation, on (B)(6) 2017 an olympus endoscopy support specialist (ess) visited the site to observe the user facility¿s reprocessing practices and to provide reprocessing training if necessary. The ess noted several deviations: the enzymatic solution was added to the water prior to leak testing creating bubbles, the elevator was not moved three times during the leak test , the enzymatic solution exceeded the manufacturers recommendations as enzol (1 oz per 1 gallon of water), and (B)(4) sponge was combined together in the sink. The channel cleaning brush was used first instead of the open channels cleaning brush on the elevator as directed in the IFU. The ess also noted the elevator was not raised, and lowered during suctioning, with the suction cleaning adapter ((B)(4)). The same container used for flushing enzymatic solution and water through the working channels with the efp-500 and the suction cleaning adapter were placed into the oer-pro. The forceps elevator of the device was not placed at a 45-degree angle prior to placement into the oer-pro. The ess observed that the scopes were touching in unventilated cabinet and noted that cleaning brushes, enzymatic sponges and accessories were placed in drawers, and touched with dirty hands when retrieved. Based on the findings from the observation the ess recommended quarterly in-services or observations be performed at the facility and provided tjf-q180v reprocessing wall charts for staff to reference. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and patient injury: ¿endoscopes that fail leak testing can pose an infection control risk. ¿perform a leakage test on the endoscope after each pre-cleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the forceps elevator and elevator recess while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to, according to the step 4 of ¿inspection of the endoscope¿ in section 3.2, ¿inspection of the endoscope¿ in the ¿operation manual¿. If residual foreign materials such as debris and fluids is observed, do not use the endoscope, confirm if there is no deviation in cleaning and reprocessing procedure, take corrective action(s) if necessary, and perform reprocessing again if residual foreign materials such as debris is still observed after the repeated reprocessing, do not use the endoscope, and send it to olympus for repair.